Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, bone resorption, infection, abscess, bleeding, mobility, asymptomatic. Same patient as (B)(6).